Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted (B)(6) 2024. The customer described the catheter as its "markers next to each other" and a chest x-ray showed distal migration of the iab tip. The iab was removed that same day. A new iab was inserted, however, the same issue occurred. A chest x-ray showed the iab folded over itself. There was no patient harm or adverse event reported. This report is for the 1st iab involved in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID:(B)(4).